Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 3 opened and used enlite sensors. 2 of the 3 sensors failed per specifications; 1 failed due to low readings, 2 failed due to high readings. The remaining sensor passed per specifications with accurate readings.

Event description:
The customer reported that the sensor had calibration errors, followed by bad sensor alerts. The customer also reported having a sensor glucose value of 40 mg/dl. While the actual blood glucose value was 120 mg/dl. The customer also reported having a blood glucose value of 1105 mg/dl., no hospitalization. The customer was advised to call the helpline back the next time the sensor and blood glucose values had a large difference. The customer's sensor is being replaced. No further information was provided.